Manufacturer narrative:
MFR# 3012307300-2019-00950 is a duplicate of MFR# 3012307300-2019-00962. Please retract MFR# 3012307300-2019-00950.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation the device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The reported allegation was confirmed. According to the investigation report, service replaced the downstream sensor to correct the reported problem. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "alarm" and the "patient stated that there was no message on the screen". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.